Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.25mm x 12mm emerge balloon catheter was advanced for dilatation. However, during initial inflation at 12 atmospheres for 15 seconds, the balloon ruptured. The device was removed and a 2.25mm x 12mm nc emerge balloon catheter was advanced, but it also ruptured during initial inflation at 12 atmospheres for 15 seconds. The device was also removed without any problem and the procedure was completed with another of the same device. There were no patient complications nor injuries reported, and the patient condition was good post-procedure.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an emerge mr balloon catheter. The device was visually and microscopically examined. There were numerous kinks to the hypotube of the device. There was blood and contrast in the inflation lumen and the balloon. The balloon was loosely folded. At the distal markerband, there was pinhole damage to the balloon. The midshaft bond area to the returned device, measuring at 0.047 inches was measured using a calibrated digital caliper and the defect does not meet visual standards. Product analysis confirmed the reported event, as the device was found to have a pinhole damage to the balloon.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.25mm x 12mm emerge balloon catheter was advanced for dilatation. However, during initial inflation at 12 atmospheres for 15 seconds, the balloon ruptured. The device was removed and a 2.25mm x 12mm nc emerge balloon catheter was advanced, but it also ruptured during initial inflation at 12 atmospheres for 15 seconds. The device was also removed without any problem and the procedure was completed with another of the same device. There were no patient complications nor injuries reported, and the patient condition was good post-procedure.